Event description:
The affiliate reported that the doctor wanted to implant 82-3162 codman hydrocephalus valve with integrated siphon guard but during the priming procedure, no sterile saline solution came out of the valve distally. The doctor said he experienced an abnormal high counter pressure he never had before with this type of hydrocephalus valve and as a result of this, the doctor implanted another 82-3162 that was in stock in the pharmacy dept of the hospital. With this second 82-3162 things went as normal. There was a 5 min delay.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that this complaint could not be confirmed. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. It is possible that the problem was likely due to an excessive flow rate (>0.75 ml/min) during the flushing procedure which activates the siphon guard and creates the impression that the valve is distally occluded. In reality the flow is being diverted to the high resistance secondary pathway, this will slow the rate at which csf is shunted from the brain. It would probably explain the problem encountered by the customer but this could not be confirmed. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.